Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) system was removed and replaced. No further patient complications have been reported as a result of this event. Additional information was received that blood work positive for (B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d314vrm implantable cardioverter defibrillator (ICD) implanted: 2013 (B)(6). (B)(4).